Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was experiencing high blood glucose. They had received a no delivery alarm and had changed out the infusion set and everything else. The customer¿s blood glucose level at the time of the incident was 228 mg/dl. The customer¿s current blood glucose level was 450 mg/dl. The customer was treated with a manual injection and the insulin pump. Troubleshooting was performed on the insulin pump and insulin exited without incident. There was no issue found with the insulin pump. The device will not be returned for analysis.